Event description:
Ous MDR - it was reported that the lead was explanted 48 months after the implantation due to oversensing with artifacts. Insulation damage is suspected. No deterioration of health was reported in the patient.

Manufacturer narrative:
Only fragments of the lead were returned. The lead was severed 13 cm distal to the is-1 connector pin. A proximal and a stretched distal end were returned. During analysis multiple signs of wear along the fragments were detected. Insulation was damaged due to friction in particular between 14.5 cm and 12.5 cm proximal to the lead tip. This damage is highly likely the cause of the artifacts observed on the rv channel. The position and characteristics of the wear suggest a heavy mechanical load imposed on the lead in the implanted state. Reasons for an elevated level of stress on the lead in the implant state are difficult to determine without any x-ray images, diagnostic imaging of another sort or additional patient information. Other influencing factors that should be considered include the ingrowth response of the lead in the distal region, individual patient anatomy, and any increased patient physical activity, particularly any involving the upper body. The shock coil was also deformed, which is likely due to the extraction procedure. Measurement of the dc resistance for the electrical leads showed no breaks in conductance. The production process for this device was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary, there was no indication of a materials defect or a manufacturing defect.